Event description:
It was reported, "surgeon of the hospital reported that a patient came in with pain. He took some x-rays. He observed that the reason was aseptic loosening. Hip shaft and head were removed. Cup was not removed.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.